Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report stated that a patient on the cardio-thoracic floor had a thoracic catheter (24 fr straight) that felt soft and twisted easily, which then occluded the drainage.

Manufacturer narrative:
No units were returned for evaluation and a product lot number was not provided therefore a device history record review was not able to be performed. Atrium makes both soft and firm catheters for use in thoracic applications. Physician was using the soft polyvinyl chloride (pvc) catheter (thermosensitive) version. It was reported that the physician was concerned that the catheter was soft and twisted easily creating a kink. Catheter selection is at the physician's discretion depending on many considerations such as, but not limited to, disease state, position and intent of treatment. Engineering conclusion: root cause appears to be customer preference for a firmer catheter. The surgeon who uses a firmer catheter is accustomed to the handling and increased compression resistance when placing the catheter. The instructions for use state that patient tube connections, water seal, and suction control chambers should be checked regularly to confirm proper operation. A catheter that becomes kinked or occluded would be discovered during regular interval assessments.